Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer catheter broken in two parts, cm 5 and 6, inserted up to cm 0, with statlock anchoring set. The patient suffered from an extravasation due to the catheter breakage, he was also inframedicated due to the extravasation itself so he could not receive all his medication on the indicated day. PICC break was partial, new PICC placed. Patient recovered.